Manufacturer narrative:
(B)(4). Evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap bevel edge and metal cap are not aligned; the glass cap cannot rotate within metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits minor scratch marks on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that at 7:50 min., 80,706 joules while using the side-firing surgical fiber during a prostate procedure, the fiber output beam was observed to fire straight and not from the side. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no patient injury reported.